Event description:
A caller reported a malfunction on the pump, but no notable events occurred prior to this. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. They were advised to contact support again if the malfunction code recurred.